Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, staples were malformed. Another like device was used to complete the case. There were no adverse consequences to the pt.